Event description:
Meter name: unk. Strip name: surestep test strip. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: shaky, short of breath. The pt reportedly was not able to test. The test strips allegedly "would not turn color when applying the sample". A result of 134mg/dl was documented. The source was unk. There was no result obtained from any other source. There was no comparison between pt's meter and any other device. There was no treatment. The pt was able to get a result with another vial of test strips. No further info has been reported.